Manufacturer narrative:
The fiber complaint sample was not returned for evaluation, however, a picture was provided showing the tip detached from the fiber core. The customer's reported complaint description of tip detached from fiber was confirmed based on picture provided, however, there was no fiber sample was returned. Without receiving a complaint sample for evaluation a definitive root cause cannot be determined. Potential contributing factor for this type of tip detachment failure mode is handling damage during use, i.e. Cleaning dried blood from tip after first vein ablation but before second vein ablation. A device history records search for the packaging/assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Labeling review: the instructions for use (16650393-01) which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user experienced an issue when using a laser fiber from a nevertouch 65cm kit w/gripper and rfid kit. During an evlt procedure, it was reported the tip of the laser detached. A new of the same device was used to complete the procedure. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident.